Event description:
It was reported that the cartridge began leaking from the septum while the customer was going through the load process. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.